Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer's ref #: 246673.

Manufacturer narrative:
The user facility performed by themselves a repair of the ventilator. According to received information, the air gas module was damaged and was replaced. No parts were returned for investigation. The evaluation of the received device logs confirms the reported failed flow transducer test during pre-use check. Since no part was returned for investigation, the root cause of the reported event has not been determined. A failure in the gas module may lead to inaccurate gas flow regulation. This will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.